Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of the bd venflon¿ pro safety shielded IV catheter there was an issue with leakage. It was stated ¿the valve is partially leaking, so that the infusion does not trickle out but flows properly¿ there was no report of injury or further medical intervention.